Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. Although the returned sample has been received by navilyst medical, the device evaluation has not yet been concluded. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
As reported by a distributor in (B)(6), a hospital was using a convenience kit for a coronary angioplasty procedure. During preparation for the case, when attempting to aspirate contrast media via a syringe, air was aspirated. They do not believe that the check valve was working correctly. The kit was switched out for another of the same style. There was no air injection into a patient and no complications or injuries resulted. The used device has been returned for evaluation.